Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the temperature of the motor device was above specification, the bearings were damaged, and the cable/cord/wiring was damaged. It was further determined that the device failed pretest for hand control assessment, handpiece temperature assessment, no short circuit between sensor gnd and connector body, no short circuit between 5vdc line and connector body., no short circuit between hall sensors and connector body, no short circuit between phases and connector body, motor thermistor assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.